Event description:
It was reported that during a bariatric procedure, the device did not fire the reloads. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4): pinion axle support. Evaluation summary: the analysis results found that the 6tb45 device was returned with the firing mechanism damaged and with no reload present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. This and other similar events, should they occur, will be trended to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.